Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented via a remote merlin.net transmission after receiving inappropriate hv therapy for af with rvr. It was also noted that an alert for rv lead impedance greater than upper limit with an impedance of 2975 ohms was observed. No other electrical anomalies were observed. The lead continued to be monitored with routine follow up.